Event description:
During a patient air transport, the team noticed the smell of burning. White smoke was visible from the base and the front of the cardiohelp. The plug was pulled out of the mains socket. The team prepared to use the hand crank. The cardiohelp continued to run on battery power. As a result, the smoke decreased significantly and disappeared. The cardiohelp continued to function satisfactorily for the remain of the flight and land transportation was carried out. On arrival at the intensive care unit, the support console was replaced. There was no harm to the patient. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. The customer has informed that it has been previously noticed a malfunction of the airplane socket, due to its universal nature (adopting different types of sockets). The difficulties encountered resulted to contact problems at the socket causing either unplugging or the absence of sufficient contact (no current flow) with the machine. As burning smell is a risk for the patient and the cardiohelp was exchanged a report is needed. The cardiohelp is suitable for air transport. According to the instruction for use (IFU, chapter 5 ¿preparing application) the following needs to be checked for transportation:- if required, check that the mobile holder hkh 8860 and transport guard for cardiohelp disposables are present. - check that the power supply cable is present. Check that the components for transportation are functioning correctly.- check that the components for transportation have been correctly installed and secured. Check that the supplies for emergencies/failures of the components are functioning correctly check the battery function before transportation check that the cardiohelp-I switches to battery operation automatically further, the IFU includes the warning:¿only use the specified accessories. The use of other accessories can result in increased electromagnetic interference or decreased electromagnetic immunity of the device and lead to a malfunction.¿ this complaint was found in the database of customer complaints for the cardiohelp device as a single event (timeframe from 2020-07-01 till 2024-07-01). A follow up will submitted when additional information become available.

Manufacturer narrative:
During a patient transport with a helicopter, the team noticed a smell of burning. White smoke was visible from the base and the front of the cardiohelp. The plug was pulled out of the mains socket. The team prepared to use the hand crank. The cardiohelp continued to run on battery power. As a result, the smoke decreased significantly and disappeared. The cardiohelp continued to function satisfactorily for the remainder of the flight and land transportation was carried out. On arrival at the intensive care unit, the cardiohelp device was replaced. There was a consultation according to the getinge service and sales unit with an airline mechanic assured that the power plug was functioning in accordance with aviation safety regulations. In fact, it was found that an universal power plug had been used, which led to contact problems in the power socket. A potential for harm of patient or operator was reported. It was confirmed by getinge service and sales unit, that no harm to patient occurred. As the cardiohelp device was replaced during treatment and the smoke of the device is a potential risk, a report is required.a getinge field service technician (fst) was sent for investigation. The ac mains connector, power supply, ac mains connector and hmi board were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The ac mains connector and the power supply unit were investigated by getinge life-cycle-engineering on 2024-11-08 with the following conclusion: the most probable cause of the smoke development of the cardiohelp during the application was the operation of the aircraft electrical system at 400 hz ac. This is far outside the permissible tolerance of the switching power supply (47 to 63 hz). For this reason, the resistor r74 was thermally overloaded, which led to smoke development. The cardiohelp is suitable for air transport. According to the instruction for use (IFU, chapter 5 ¿preparing application) the following needs to be checked for transportation:- if required, check that the mobile holder hkh 8860 and transport guard for cardiohelp disposables are present.- check that the power supply cable is present.- check that the components for transportation are functioning correctly.-- check that the components for transportation have been correctly installed and secured.- check that the supplies for emergencies/failures of the components are functioning correctly- check the battery function before transportation- check that the cardiohelp-I switches to battery operation automatically.further, the IFU includes the warning:¿only use the specified accessories. The use of other accessories can result in increased electromagnetic interference or decreased electromagnetic immunity of the device and lead to a malfunction.¿the cardiohelp system has a redundant power supply of an external power supply and battery supply. The redundant design of two usable batteries and the alarming about defect batteries cause a maximum safety. According to the instruction for use (chapter 5.6.1 "check before every application", point 15) the user should only start the application when the batteries of the cardiohelp are fully charged and calibrated.the device was manufactured on 2016-01-30.the review of the non-conformities has been performed on 2024-07-12 for the period of 2016-01-30 to 2024-07-01. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely.based on the results the reported failure "smoke infront of the cardiohelp" could be confirmed, but was not a product related malfunction. This complaint was found in the database of customer complaints for the cardiohelp device as a single event (timeframe from 2023-07-01 till 2024-07-01). The customer will be informed about the results by the getinge sales and service unit.the occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.note: this event occurred on the france market on a significantly similar device to base unit cardiohelp, which is sold in the us. For d4 unique identifier (UDI)#, primary di number has been used for base unit, cardiohelp with catalog number 70104.8012, which is sold in the us. Provided d4 serial number and h4 device manufacturer date correspond to device involved in the event, not available in us.

Event description:
Complaint ID: (B)(4).